Event description:
Adverse event(s): "decreased bcva" (vision, impaired); "undercorrection" (blurred vision). Product problem(s): "none reported" (no info). While reviewing the pt's clinical records for a prior complaint on the left eye, it was noted the pt's outcome on the right eye was an undercorrection and decreased bcva at 5 weeks post-op. This report is for the right eye, the left eye was reported under MFR's report # 3003288808-2010-00314.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).